Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use and the issue happened just after started up of the device. There was no other property damaged and no harm due to this reported event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not producing x rays due to a transformer defect. Upon functional testing, fse found that the transformer had short circuit. To resolve the issue fse replaced the transformer. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray due to a faulty transformer. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the high voltage transformer. The device was returned to expected functionality.